Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in montreal, canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. Complainant alleges through their counsel a mycobacterium chimaera infection. Based on current status of the investigation the alleged device issue was yet not confirmed.

Event description:
See intial report.

Manufacturer narrative:
Through follow up, livanova was informed of more detailed information: on (B)(6) 2016, the patient underwent surgical intervention for mitral valve repair due to severe mitral insufficiency. In 2020, the patient was diagnosed with m. Chimaera infection. On (B)(6) 2021, patient passed away (causes of death listed: cardiopulmonary arrest, septic shock, methicillin-resistant staphylococcus aureus, and pneumonia). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: no additional information has been made available. A device history record (DHR) review could not be performed since possible serial number involved was not provided. Involved device serial number remained unknown but was not equipped with vacuum and sealing kit since upgrade activity started in 2017 and surgery was performed in 2016. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.

Event description:
See initial report.